Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a bubbled downstream occlusion sensor seal. During analysis, the reported issue was unable to be duplicated. Inspection and testing were performed, the device passed all functional test with no constant occlusion alarm. However, the downstream occlusion sensor seal was bubbled. Therefore, service recommended replace the downstream occlusion sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump's occlusion alarm is constant. There were no reported adverse events.